Event description:
The reporter stated the haptic of an aq2015a silicone aspheric three piece lens had torn. Additional information has been requested, but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4).